Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. The physician relocated the pocket from the buttock to the stomach and replaced the ipg due to preferance. No malfunction was suspected.